Event description:
On (B)(6) 2011, a pt presented with an aneurysm in the popliteal artery. A gore viabahn endoprosthesis was inserted contralaterally through a 7 fr sheath over a .014 wire. The pt's anatomy was very tortuous. Once the viabahn stent graft reached the intended site, the device was deployed very fast and forcefully. The distal end of the endoprosthesis landed transverse in the aneurysm, only half deployed. The physician pulled back on the catheter which straightened out the device. The deployment line was pulled again and the endoprosthesis deployed an additional 3cm and the deployment line broke, leaving 5 cm of unexpanded device. The pt was transferred to the operating room. The physician performed a surgical cut down procedure and finished deploying the stent. He also inserted 2 additional viabahn stent grafts on the distal and proximal ends of the original viabahn. The pt is fine. The catheter was returned to gore for eval.